Manufacturer narrative:
Contaminant matter was discovered inside the cannula of an instrument in the field, as the product was not satisfactorily inspected and decontaminated. CAPA-2025-0030 has been opened to address this issue.

Event description:
During a case with the surgeon on (B)(6) 2025, the drill guide was discovered to have bone debris obstructing the cannula. There were 20 minutes of surgical delay as the surgical team used another set of instrumentation to continue the surgery. The instrument set in question has been identified. It was shipped to the distributor 14-apr-2025, and returned to fx shoulder solutions on 23-apr-2025. The case performed on 17-apr-2025 was the only case performed by the distributor. The instrument in question was not adequately inspected or cleaned by fx shoulder solutions warehouse staff. CAPA-2025-0030 has been opened to address this issue.